Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 had error code 13-1033-149 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, flashing unit: informed this is a software fault and recommended reflashing firmware. Customer does not have access to systems maintenance in order to flash. Customer will call back wants access is granted. Followed up to check if access had been granted. No answer was received. Left message asking customer to call be back and if no response is received by the following monday, our case will be closed. No further investigation of this issue is possible at this time, and no patient involvement / harm was reported. Based on the findings, service determined that the probable cause of the reported issue was due to software fault. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 had error code 13-1033-149. There was no patient involvement.